Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed.analysis of the device memory indicated atrial oversensing, beginning (B)(6) 2015 atrial oversensing observed in save to disk electrocardiogram.

Event description:
It was reported that the patient's lead had several artifacts in the device's storage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.